Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ allergy syringe with permanently attached needle 27 g x 3/8 in., 0.5 ml came unlabeled. No patient impact reported. The following information was provided by the initial reporter: we have been having problems with syringes. These came unlabeled.

Event description:
It was reported that the bd¿ allergy syringe with permanently attached needle 27 g x 3/8 in., 0.5 ml came unlabeled. No patient impact reported. The following information was provided by the initial reporter: we have been having problems with syringes. These came unlabeled.

Manufacturer narrative:
H6: investigation summary. Customer returned photos of a tray of syringes from lot # 1026233. Customer states that they came unlabeled. The photo was examined and exhibited a tray with a partially printed tray cover. The labeling issue will be confirmed. A review of the device history record was completed for batch #1026233. All inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure (labeling). A definite root-cause could not be determined.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: allergy syringe. Device failure: labeling concerns.

Event description:
No additional information.